Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. In investigation of the returned microcatheter it was found that approximately 1.5mm of the tip was broken off and missing. At the breakage site, the inner polymer and braids were noted to be stretched toward the distal end. This suggested pulling force had contributed to the tip breakage. Information regarding retrieval of a tip fragment was not obtained and possibility of remaining the tip fragment in the patient could not be ruled out. Investigation of the production record could not be performed as no lot information was available. Based on the obtained information and the investigation outcome of the returned microcatheter, it is presumed that pulling force exceeding the product's design limit might be inadvertently given to the microcatheter while the distal portion of the microcatheter tip was trapped in the vessel. Though lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The IFU states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and [malfunctions] separation.

Event description:
Reportedly, a microcatheter was used in retrograde to treat a heavily calcified total occlusion lesion in mid-distal rca. When the microcatheter was advanced into lad and septal channel, it was caught on a balloon catheter. It appeared that a part of the microcatheter tip came off. The patient was unharmed. The procedure was finished and successful.